Event description:
The user facility reports the drain is defective. Pt contact was reported with no pt injury. Additional info has been requested. Additional info was received in 11/2002. The user facility reported 2 incidents with the use of nl850-8600. The first incident occurred once the product was placed, csf leakage was noted at the ball/spring site (area where pull syringe). No pt injury was reported but the unit was replaced. The second incident occurred after placement of device, air seemed to be pulled into the unit through the needless site. No pt injury was reported but the unit was replaced.